Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer would resolve the occlusion alarms by changing their cartridge, infusion set tubing and infusion set site. A pump system check was performed using the current supplies and blood was observed in the infusion set site. The customer changed their infusion set site and received another occlusion alarm. The customer changed their cartridge, infusion set tubing and infusion set site resolving the occlusion alarm. Reportedly, the pump is worn against the customer's skin. The customer¿s blood glucose (bg) level was not impacted.